Event description:
The customer reported the evis exera iii video system center display an e315 error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac suggested to the customer to swap the equipment from a working room to determine the root cause. Tac mentioned that the issue was related to the video processor or a possible maj-1933 communication cable from the light source. Tac instructed the customer to reseat the communication cable and give a call back if the issue resolves. A follow up was made and the customer confirmed that the issue was resolved and no device will be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related a connection failure of the cv-190 and the scope cable. Olympus will continue to monitor field performance for this device.